Manufacturer narrative:
Root cause: procedure-related: initial placement of the screw caused fracture of the articulate process. Initially, it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
Surgeon placed one bone-lok on the contra-lateral side of the tlif pedicle screw construct. The bone-lok implant had to be removed because when it was initially placed, a small portion of the superior articular process was fractured off causing it to press against the pt's exiting nerve root. Once the bone-lok was removed, the pt's pain was completely gone and was discharged.